Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's wife reported that on (B)(6) 2011 while starting to eat his lunch customer "started getting real quiet, then drank two glasses of orange juice and then started to have convulsions". Paramedics were called, performed several blood glucose tests and initiated emergent treatment. The first reading obtained by the emts on their unknown brand of meter, was 47 mg/dl. They then administered glucose gel twice and re-checked customer's blood glucose; receiving a reading of 85 mg/dl on the customer's freestyle lite blood glucose meter. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia. An intravenous infusion of unknown type was initiated, customer was given a CT scan (unknown site), had his blood glucose monitored frequently and received additional unspecified "tests". Caller further reported customer received a reading of 296 mg/dl on their fs lite blood glucose meter at 3:30 pm which was higher when compared to a reading of 189 mg/dl received on the hospital's hand held meter, within 10 minutes of each other. It was further reported a reading of 75 mg/dl was received on the customer's meter at 9:20 am. However, it is unknown if this reading was obtained on the day of the medical event. There was no report of death or permanent injury associated with this event.